Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer had called the paramedics several times due to low blood glucose levels. The customer had recently gone to the hospital for treatment. It was stated that the customer may be overriding the insulin pump and sometimes not using it at all. The customer later called and reported that he has a lot of scar tissue in his abdomen, and does not rotate. Troubleshooting was performed, and the insulin pump had the correct time and date. The customer did not want to troubleshoot any further. The customer wanted the insulin pump replaced. Nothing further was reported.